Event description:
During prep of the diagnostic ultrasound catheter, it was not recognized by the ultrasound machine. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly about defect and coordinated return of product, if applicable. Manufacturer response for diagnostic ultrasound catheter, (brand not provided) (per site reporter).